Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 11-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are getting message settings not available cannot provide their desired setting when they are recharging the implanted neurostimulator since last evening. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna but there is an opening on the left side of the cord near the white arrow. Also recharger pin /port area see metal open. Patient stated she is not sure if her cat chewed on the cord. Patient service confirmed the controller is 100% charged and implant is 60% charged. Patient started charging the implant and getting the message setting not available. Controller showed did not show recharging quality. The issue was not resolved through troubleshooting, an email was sent to the repair dept for recharger replacement. Agent reviewed meaning of message and recommend patient consult with healthcare provider (hcp) for next step. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they were in hospital therefore it took them so long to reply to the letter. The cause of getting message stating "settings not available cannot provide desired stimulation" is, one lead had become disconnected. A reset was done to resolve the issue.